Manufacturer narrative:
A ge rep performed an on site investigation. The lemo connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had white lines in the images. No pt injury was reported.